Event description:
The customer received a blood glucose reading of 45mg/dl on the contour next link. She had symptoms of hypoglycemia; shaky and dizzy. Further information was not provided. The test strips were not expected to be returned for evaluation. Product was not replaced at the time of the call.